Event description:
Ballast curved gear shift was being used for a spinal fusion when approximately a 7mm tip broke off in the bone around 1250 and was confirmed at 1452 per c-arm image. Md, charge rn, staff, and medtronic rep aware.